Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were taken to emergency room due to high blood glucose on (B)(6) 2019. The customer¿s blood glucose level was 655 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported event. The treatment given to the customer was intravenous drip and insulin bolus. Customer did not allege insulin pump was over delivering. Customer stated that the auto mode feature of insulin pump was inactive. The insulin pump will not be returned for analysis.